Event description:
The pt was not feeling the effect of her therapy boluses. She stated that she would normally feel the effects from the medication within ten mins. The pt's therapy manager device showed the successful bolus icon. Since her last pump refill session, she had not received the same therapeutic effects. The pt stated that she felt "different" when she was near her new laptop computer. She stated that it made her feel sick. The pt stated that her physician had thought that there could be something wrong with her pump. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).